Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated recurrent alert 41 consistent with an insulin shaft rewind error and absolute insulin range error, and the patient performed multiple restarts without resolution, after which a replacement device was arranged. Symptoms included hyperglycemia with a reported maximum blood glucose of 287 mg/dl and fatigue. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included device replacement and arrangements for return evaluation. Investigation of this case revealed a suspected malfunction related to the insulin delivery mechanism consistent with an insulin shaft rewind error. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the insulin delivery component.